Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was physical damage of insulin pump. Caller reported that reservoir compartment was broken and o-ring fell out. Caller does not know how damage occurred. Customer's blood glucose was unknown. Call was loss before completion of call.